Event description:
Kimberly-clark received a report from (B)(6) stating, ¿the suction catheter became stuck and broke off inside of the endotracheal tube. The broken catheter caused ventilation problems which necessitated an unplanned extubation and reinturbation of a new endotracheal tube.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned. The tip of the y-adapter is broken off and is stuck inside the portex tube. The tip is broken from the body of the y-adapter at the point of connection. There is visible stress whitening at the break. Directions for use state, "do not use for more than 24 hours. Do not trim or cut the endotracheal tube while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.